Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use, a 3.0x33 mm rx xience alpine stent delivery system (sds) was removed from the dispenser hoop. When removing the protective sheath the stent dislodged. The device was not used and there was no patient involvement. There was no reported damage noted to the dispenser hoop or chipboard box. Reportedly, no resistance was felt during removal of the sds from the dispenser hoop; however, the staff felt that the tech may have pulled on the sds too hard during removal. Additionally, no resistance was felt during removal of the protective sheath and stylet. A new same size rx xience alpine was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.